Event description:
On (B)(6) 2011, pt reported his infusion device is not working correctly. Pt stated his blood glucose has been elevated since labor day. Pt reported his blood glucose level has been in the 200's mg/dl constantly. Patient's normal blood glucose readings are below 120 mg/dl. Pt stated he has not received any outside treatment. Pt reported his basal rate is set at 1.0 when he think it should be 2.3. Pt stated he does not know what his basal rate should be set to. Advised pt to get that info from his doctor. Pt has poor vision; unable to check basal rate. Pt reported he has not received any errors or alerts. Pt stated he is using the insulin cartridge 3 times and then discarding it. Advised pt to use the insulin cartridge once then discard. Had pt disconnect from the infusion site and attempt a bolus of 2.0 units into the air; infusion device delivered insulin correctly. Pt reported he will contact his doctor to determine what his basal rates should be set to. On follow up call on (B)(6) 2011, pt reported he was at the doctor's office. Pt stated his blood glucose has not come down to normal range. Pt reported he did find out what his basal rates should be set to; doctor wants him to set the basal rate to 2.5 units per hour for all 24 hours. Pt will have his wife call to set the basal rate. On call back on (B)(4) 2011, assisted patient's wife in setting basal rate to 2.5 units per back. Pt reported he does not think the infusion device is delivering the correct amount of insulin. Pt stated he was set to deliver 2.3 units of insulin per hour so he would press the check button and check the amount of insulin left and then an hour later would press the check button again and it would only show that it delivered 1.0 unit of insulin. Pt reported he did this for a few hours in a row with the same result. Product was replaced and requested return of the alleged product for evaluation.